Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was completed by moving the patient to another room. The philips field service engineer (fse) inspect the system onsite and confirm that x-ray was not possible. Review of the system log file by fse showed that the no tube focus was available for small and large. Upon troubleshooting, fse checked candlesticks at high voltage and lcr measurement confirmed that both filaments are okay. To resolve this issue, fse replaced power inverter evr certeray and returned it to philips for further analysis. The analysis confirmed that the malfunction of point evr was due to two defective fuses which resulted in not producing heating current (filament current). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.